Event description:
Surgical implant of inspire device for osa (obstructive sleep apnea). Constant tongue movement and chronic tongue discomfort and earache since surgery. Adjustments made with no resolve. Wanting the device removed and surgeon and inspire rep push for continuing with adjustments. Very disappointed with the device and what they claimed it could do. I wish to have it removed and they don't seem willing. I will continue effort to have it removed. EKG (electrocardiogram), labs, chest film required pre op. Surgical clearance with surgery scheduled and performed on (B)(6) 2024. Inspire device activated (B)(6) 2024. Pain, discomfort in tongue and earache from date of surgery. Wanting the device removed.